Event description:
While wearing the external equipment, the patient reportedly experienced intermittent lock between the external equipment and the cochlear implant. The patient was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. The patient was seen by a company representative for device evaluation. The intermittencies were not resolved. A decision was made to explant the device. Surgery to explant the patient's cii device has been scheduled.